Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A device history record (DHR) was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during an endovascular embolization, an enterprise2 4 mmx16 mm no tip (product code: encr401600, lot number: 9730963) was advanced to target position and started to release, but distal markers of the stent were converged which could not be opened. The doctor only retracted the stent alone and switched to a new one to complete the surgery. The microcatheter (mc) was not replaced. The surgery was prolonged by about 10 minutes. Additional event information was received on 14-may-2026 and indicated that the temperature indicator label on the inner pouch was checked and found to be within acceptable criteria. There was no resistance during advancement of the device. The stent did not appear damaged. Bessel tortuosity may have contributed to the incomplete expansion. No additional intervention was performed to attempt to expand the stent. The incomplete expansion did not result in stent migration or embolization of the stent. There was no blood flow restriction. The 10 minutes procedure prolongation did not result in a patient adverse event. Images were reviewed by an independent physician, and the results are shown bellows: a single photo of a ¿roadmap¿ carotid angiogram is supplied. The image shows compressed distal stent markers consistent with the description provided. No proximal markers are seen, and it is not possible to identify any cause of device malfunction without further imaging.